Event description:
I had lasik surgery in order to not have to wear contacts anymore. I had the same contact prescription for over 20 years to correct nearsightedness. After lasik I noticed severe glare and starbursts. The (B)(6) center said at two week f/u that I had 20-15 vision despite not being able to read the line without squinting. I waited hoping the glare would get better which it did somewhat with time. However, I still had some glare and was unable to see as well as I had with contacts before lasik. I went to my regular eye dr who said I was under corrected and now had astigmatism which was not there before the lasik. As a result of the astigmatism, I can't go back to the contacts I wore before lasik. The eye dr is trying to fit me with toric lenses he had to order. This required a lot of trial and error with fitting. The first three pairs toric lenses he had me try did not work, so he special ordered some others which may or may not work. Meanwhile I have 20-22 vision which is noticeably worse than the 20-15 I had wearing contacts before lasik.